Manufacturer narrative:
The subject was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that this phenomenon was attributed to the following. - physical stress such as rubbing or hitting the insertion section - chemical stress due to the difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. - stress due to poor condition of the storage cabinet such as environment exposed to the direct sunlight, high temperature, high humidity, or x-rays and/or ultraviolet-rays if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection for the repair of the subject device at olympus (B)(4). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.